Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients incision was opened. The physician used a wound vac to close the incision. The patient was reportedly doing well.